Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a follow-up remote check, an increase in capture threshold was observed, which started increasing in (B)(6) 2019 and went out of range in (B)(6) 2019. The patient was brought into the hospital for lead revision. The patient was in atrial fibrillation with a single chamber pacemaker and a slow ventricular response. The patient was asymptomatic. The atrial lead was tested and no capture was noted. The atrial lead was capped and replaced on (B)(6) 2020. The patient was stable after undergoing the procedure.